Event description:
There were three lesions of coin shaped about an inch in diameter each. According to the lesions three phlyctenes (burning) were observed to a light 2nd degree burn. The operated temp was at 80 degrees c during 90 secs. The pt was laying on the stomach, highly anesthetized but not locally and not completely. Two thermocoagulation were being performed by the neurosurgeon on lumbar region (l4-l5) and (l5-s1).

Event description:
Reported event: pt was lying on their stomach with a homemade grounding pad placed on the abdomen. Two lesion sites were operated on the lumbar regions between vertebras l4-l5 and l5-s1. Burning appeared on the left abdominal, opposite of the lesion, near the pad.